Event description:
New alarm is exhibiting abnormal behavior. I correct the sensor and alarm portion is vibrating like something has been detected or gone wrong with the alarm. The vibration mechanism is erratic and this causes the alarm to overheat. In my case, the alarm overheated to a point where I am not able to hold it in my hands. So hot, good thing my son is not sleeping with it. He is a deep sleeper and this alarm would burn him in seconds. FDA safety report ID# (B)(4).